Manufacturer narrative:
There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injuries, 1st and 2nd degree burns to the hands with reddening of the skin and blistering, are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. In this case, there was a direct contact between body parts. No padding was used to prevent this from occurring and there was a potential skin-to-skin contact, since the fingers were interlaced during the scan. Padding was used to keep the arms and the legs away and/or separated from the bore. In addition to that, the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. During the scan, 1 sequence with high sar values (above 2 w/kg, reaching 2.5 w/kg) was performed, allowing no cool down time for the patient. The last protocol which was stopped had whole body sar of 1.9083 w/kg. The patient also mentioned that he saw arcs coming down from the top of the bore and that these landed on the back of the hands near the fingertips and that these may have caused the burns. The field service engineer performed an inspection and did not find anything that would indicate damage or signs or arcing. Our analyses additionally confirmed that there is no correlation between rf burns and seeing arcing. No definitive explanation for what the patient mentioned could be provided, possible scenarios that were evaluated included: some kind of flickering in the examination room (bore lights, light ring, room lights) magnetophosphenes (phenomenon of ¿seeing¿ arcing when your eyes move quickly in static magnetic fields (b0) electrostatic discharge.

Event description:
Philips received a report that the patient experienced first and second degree burns to the hands with reddening of the skin and blistering during lumbar spine examination.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.